Event description:
It was reported to medtronic minimed that the customer reported a sensor glucose vs blood glucose reading mismatch. The customer received a change sensor alert and the calibration not accepted alert. The customer reported no adverse event. The event involved product mmt-7040c4. Troubleshooting was performed and the sensor glucose was 5.7 mmol/l and blood glucose was 9.4 mmol/l and the difference was more than 30%. No harm requiring medical intervention was reported. The customer will discontinue using the device. Product return was requested for mmt-7040c4 and the customer response was that the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Following our receipt of a returned used sensor a visual inspection was performed and checked for physical damage, and none were found (no microscope). Performed continuity resistance test to verify electrical interruption (open trace) in the sensor circuit and sensor passed per specification. Performed bicarbonate buffer test and sensor failed per specifications due to high readings. Also, failed eis 1024 hz. Placed sensor on the microscope and found delamination damage. See attached file for results. In summary, the customer complaints of unexpected sensor alarms were confirmed during the bicarbonate buffer testing with high isig readings and failed eis 1024 hz. Found damaged as seen under the microscope. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.